Event description:
It was reported that the patient was revised the same day as implantation due to dislocation of the liner from a competitor head. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: unk +8 stryker head with skirt. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted constrained liner and constraining ring covered in bio-debris. The liner shows explant damage on some of the constraining tabs. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided. Review identified the following: right hip arthroplasty dislocation. The root cause of the reported issue is attributed to user error, as the surgeon implanted the constrained liner with a competitor skirted head. As per the IFU, 87-6203-747-23 trilogy longevity constrained liner, the trilogy constrained liner is contraindicated for use with skirted heads due to reduced range of motion, and increased possibility of impingement and subsequent dislocation of the device. This complaint was confirmed based on the provided x-rays confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.